Event description:
It was reported that the patient experienced reoccurring incontinence with his artificial urinary sphincter (aus). A revision surgery was performed and all components were removed and replaced with a new aus. The new cuff was implanted in a different position.